Event description:
It was reported that on january 4th, a brevera procedure was performed and an error occurred during the procedure after the needle was inserted into the breast. The needle made an odd sound when firing, and then got a system error. The doctor removed the needle from the patient and connected a new needle, and the same issue when firing. The staff rebooted the system and attempted to test the fire needle, getting the same error and sound. Confirmed no injury to the patient, and the procedure had to be rescheduled. No additional information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. 2 devices were involved in this event: 1222780-2024-00030 and 1222780-2024-00031